Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This ra and the rv lead were explanted and replaced because one of the leads perforated the heart. The physician wasn't positive which lead perforated so both were extracted and replaced.